Manufacturer narrative:
H3, h6: the device, used in treatment, was unable to be located and therefore was not available for analysis. We have not been able to establish a relationship between the device and the event reported or determine a root cause on this occasion. It was reported that all the lights came on and the device stopped working. Potential factors that can contribute to the reported event include the device entered a non-recoverable error state. There are various reasons that the device may enter an error state, such as out of range negative pressure, out of range power supply and an error retrieving data. If the pump does enter an error state, it must be replaced. This is a patient safety feature. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pico 7 was applied to patient on (B)(6) 2020. Device worked fine for 3 days. On (B)(6) all the lights came on and the device stopped working. Customer attempted to change the batteries but the device still did not work. Batteries were left in the device. Another pico 7 kit was opened and a new device was used to continue the treatment. No patient harm reported.